Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 12 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user started receiving sensor replacement alert on (B)(6) 2025, day 33 after insertion. In-house testing of sensor shows no issues with sensor functionality. A review of the dms data revealed optical instability in all the channels starting on (B)(6) 2025 onwards. Sensor glucose was blinded when call the channels fell below threshold, subsequently triggering the sensor replacement alert . This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report 10 oct 2025. G3. Date received by the manufacturer? 10 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.